Event description:
The recipient had a trauma to the implant region resulting in significant degradation of hearing performance with the device. Re-implantation is considered.

Manufacturer narrative:
Additional information: based on the received information, a damage to the active electrode due to the reported trauma appears very likely. Reportedly, an incomplete insertion was achieved at implantation surgery with one channel remaining outside of cochlea. However, to confirm an exact root cause device investigation would be necessary. Re-implantation is considered but no date has been scheduled yet.

Manufacturer narrative:
Additional information: based on the received information, a damage to the active electrode due to the reported trauma appears very likely. Reportedly, an incomplete insertion was achieved at implantation surgery with one channel remaining outside of cochlea. However, to confirm an exact root cause device investigation would be necessary. The concerned device was explanted but has not been received for investigation yet.

Event description:
The recipient had a trauma to the implant region resulting in significant degradation of hearing performance with the device. The recipient has been re-implanted.

Event description:
The recipient had a trauma to the implant region resulting in significant degradation of hearing performance with the device. Re-implantation is considered.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Manufacturer narrative:
Conclusion: the investigation results revealed overload fractures in the active electrode confirming that the device has failed due to an external impact to the active electrode. In addition, an incomplete insertion was achieved at implantation surgery with one channel remaining outside of cochlea. All the problems given in the recipient report appear to match well with this finding. This is a final report.

Event description:
The recipient had a trauma to the implant area resulting in significant degradation of hearing performance with the device. The recipient has been re-implanted.